Event description:
It was reported that the patient experienced a myocardial infarction 9 days after being implanted with the system and was hospitalized. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient did undergo cardiac surgery on an unknown date. The physician did not believe the implanted system contributed to the heart attack.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.